Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at mid-nozzle. No damage observed. The lens has been replaced in the loading area for return (posterior surface up). Viscoelastic is dried on the lens. The lens was cleaned with lphse. The optic is scratched across the center of the anterior surface. This could indicate a plunger override occurred. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the optic damage. The reported lens damage was observed. The damage may indicate a plunger override occurred. This cannot be verified because the lens had been replaced in the loading area for return. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger of the injector scratched the lens during lens advancement. There was no patient contact. Another lens was implanted instead. Additional information was requested.